Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced high right ventricular (rv) rate episodes showing some atrial fibrillation (af). Technical services (ts) reviewed these episodes with the field representative noting rhythmid had been correlated however an atrial sensed beat was blanked by a ventricular sensed beat causing a high rv rate. This led to inappropriate anti-tachycardia pacing (atp) shocks to be delivered. Therapy was noted to have been exhausted. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.